Event description:
A user facility reported eight cases of tass (toxic anterior segment syndrome) following intraocular lens (iol) implant surgeries. In a f/u, the user facility further clarified that eight patients experienced tass one day after intraocular lens (iol) implant surgery. Cultures were taken in one case, which was negative. Two of the eight patients experienced hypopyon and the other six patients experienced cells and flare. Antibiotics were required to treat the event. The event resolved with treatment. In the surgeon's opinion, it was unk if the device caused or contributed to the event. It was also reported that there was no change in the procedures of cleaning and sterilization of the instruments. There are eight medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: a root cause could not be determined by the investigation. It is unclear how the product could have contributed to this event. Product history record reviews for all associated complaints do not demonstrate any correlation between mfg sites, mfg dates and the implant dates for the patients. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested and rec'd. (B)(4).